Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on that screen that get in way of viewing it and also stated that buttons were hard to press. The customer¿s blood glucose was unknown at the time of incident. The customer also reported that insulin pump had diminished battery life and reject new battery and unexplained no delivery alert. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with cracked lcd display window corners and no scratches were noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test, occlusion test, off no power test, self test and all operating currents test. No unexpected low battery alarm were noted. No anomaly noted during testing.